Manufacturer narrative:
An external visual inspection showed no signs of physical damage. There were no discrepancies encountered during the internal inspection of the cycler. Mushroom head check passed. Glucose test passed. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. The reported symptom (fluid leaking) was not confirmed with testing. Symptom code (shipping questions) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient's contact reported finding a fluid leak inside the cassette door following treatment. The patient's contact was advised to contact the patient's nurse. The cycler was replaced. During follow up the patient's nurse reported there was no adverse event associated with the leak. No antibiotics were prescribed.